Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the patient felt chest pain and dyspnea due to myocardium perforation from the implanting of the lead. After the patient was out of danger the physician continued to implant the lead and then found that the helix could not extend. Considering the situation the physician decided to remove the lead and implant a new lead instead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal connector of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood, and the visual summary analysis of the lead indicated damage at implant. The analysis comments also noted that the helix was able to be extended and retracted within specification and visual analysis found is-1 pin bent damaged at the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.